Event description:
Report received of unrequested bolus dose delivery. The patient presented with a 34 week gestation pregnacy had was admiitted to the hospial with a diagnosis of kidney stones. Patient was receiving morphin 5 mg/ml for pain management. The pump was programmed to deliver a bolus dose of morphine 2mg, with a 10 minute patient lockout and a four hour limit of 30mg. It was reported that the patient received four unrequested doses (8mg) of morphine. The patient stated to the customer, "I got an extra dose of that medication when I moved the pump" the customer reported that when they moved the IV pole to help the patient get ot of bed, an unrequested bolus dose was given. The nurse removed this pump from service. The customer reported that the patient and the fetus did not experience any adverse effects. The patient was discharged home less than 48 hours after this event. Though requested, there was no further information available.